Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that she received an alarm during prime. The blood glucose reading is unknown. Advised customer to discontinue using the insulin pump. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that all the operating currents are within specification. No unexpected battery out limit alarm noted. The device alarmed during the prime test due to a faulty force sensor. The unit was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.